Event description:
During the stenting of the external iliac (side unk), when the doctor "slowly" dialed the control wheel three times to deploy the stent at the target lesion, the stent (c08060mv) suddenly jumped out from the tip of the stent catheter, into the aorta approximately 6cm from the target lesion. The pt was a male. The structure of male pt's artery was unique. The aorta and external iliac were directly connected. The vessel was not tortuous. The physician used an ipsilateral, femoral approach to access the pt. The physician had no difficulty accessing the lesion with a guidewire. The product was properly inspected and prepped prior to use. The physician advanced the stent delivery system (sds) to the lesion, over the guidewire, with no difficulty. After verifying that both the leading and trailing markers were proximal and distal to the stent the physician began to deploy the stent. The physician did not apply any type of longitudinal force to deploy the stent. A delay was felt before the stent eventually jumped from the catheter. Another stent was deployed at the target lesion successfully. The stents were post-dilated and overlapped. The total length of the stents combined after deployment was approximately 14cm. The pt currently is in stable condition.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Add'l info will be forthcoming within 30 days upon receipt.